Event description:
Customer reported via webform sensor detachment and as a result, customer reported experiencing symptoms of hypoglycemia, feeling exhausted, couldn't move and was unable to self-treat. The customer received third-party intervention by a friend who provided chocolate as treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported via webform sensor detachment and as a result, customer reported experiencing symptoms of hypoglycemia, feeling exhausted, couldn't move and was unable to self-treat. The customer received third-party intervention by a friend who provided chocolate as treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.